Event description:
Baxter foreign affiliate reported vague info regarding the death of a home pt who had been using the homechoice cycler for apd therapy. No add'l details at this time, further details will be provided at a later date.